Manufacturer narrative:
The carefusion factory service team received the suspected user interface module (uim) and performed an investigation for the reported issue. The reported issue was not duplicated in the laboratory setting. No failures were detected and no root cause for the reported issue could be determined. A new uim was ordered for the customer. The carefusion failure analysis laboratory validated the investigation procedure and results but recommended that the front bezel assembly be replaced as a precautionary measure. No further investigation is required. The device was repaired and returned to the customer operating to service specifications.

Manufacturer narrative:
The results of investigation needs the following statement removed: "the device was repaired and returned to the customer operating to service specifications." The component was not returned to the customer since a replacement was ordered.

Manufacturer narrative:
Correction: rephrasing. "A replacement uim was ordered for the customer." Was moved to the end of the paragraph. The carefusion factory service team received the suspected user interface module (uim) and performed an investigation for the reported issue. The reported issue was not duplicated in the laboratory setting. No failures were detected and no root cause for the reported issue could be determined. The carefusion failure analysis laboratory validated the investigation procedure and results but recommended that the front bezel assembly be replaced as a precautionary measure. No further investigation is required. The device was repaired and returned to the customer operating to service specifications. A replacement uim was ordered for the customer.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported that after start up was completed, the avea ventilator screen was freezing up and unresponsive to touch. They checked the user interface module cables and reinstalled software but it did not correct the issue. The customer reported there was no patient involvement associated with this event.